Event description:
It was reported that an interlink t-connector extension set burst while under pressure. This resulted in infiltration of a patient who had recently received contrast in the CT department. The patient received a burn consult as a result of the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the device was used for a high pressure infusion. The device is not labeled for use with a power injector; therefore, the cause of the rupture was use error. If additional relevant information is obtained, then a follow-up MDR will be submitted.